Manufacturer narrative:
A visual examination was performed and revealed evidence of contamination around the strip guide. The device was disassembled and residue of an invading fluid was observed on the meter's electronics on the mainboard which is consistent with the alleged problem. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing was performed with glycolyzed blood with passing results. The alleged issue could not be reproduced, and no product issue was found.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter + rf's. The initial result using serial number (B)(6)was 691 mg/dl at 1:11pm, the lab test result was 527 mg/dl at 1:17pm and was deemed to be correct. The initial result using serial number (B)(6)was 547 mg/dl at 1:40pm, the result using serial number (B)(6)was 353 mg/dl at 1:49pm and was deemed to be correct.

Manufacturer narrative:
The serial numbers for the accu-chek inform ii meter + rf's is (B)(6) and (B)(6). The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.